Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The patient reported that the connector-cover did not secure after the patient connected the transfer set to the bag by the clean flash. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. Functionally, the set was hand tightened a lab (B)(4) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.